Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a dislodged crimp from the yaw pulley. The yaw cable crimp was installed. A cable crimp was missing and has not been returned. The yaw cable crimp was not properly seated within the yaw pulley as the hook/spatula moves in yaw.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps instrument be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report.

Event description:
It was reported that after a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps was observed to have a broken wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument was inspected prior to the procedure and there was nothing that caught the nurses attention, so they were unable to see if there was something wrong. The surgical task was extirpation of myoma, and a collision with another instrument cannot be ruled out. There were not any issues with the opening and closing of the grips, but they had problems with the left and right motion, the instrument did not want to follow as predicted. There were also problems up/down motion of the wrist that occurred during the operation; it was difficult to use the instrument. The customer does not know if there were any cables protruding from the distal end. The procedure was completed robotically, there was no injury to the patient, nothing fell into the patient and there was no delay in the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Visual inspection confirms the presence of a detached fragment. The broken cable segment that contains the crimp was missing from clevis and not returned with the instrument. The complaint regarding a broken cable was confirmed by failure analysis.